Event description:
In 2007 - reporter reported that she has 28 beds that the siderails do not latch. She requested 28 inline siderail latch kits. I placed an order for 50 siderail upgrade kits so she had some stock. She installed versacare siderail inline spring kit (part number 140865) and the siderail latched properly. She did not record the bed serial number.

Manufacturer narrative:
.